Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump did not alarmed no delivery. Customer's blood glucose ranged from 325 to 500 mg/dl. Customer stated that insulin finally exited from tubing with manual prime and full set change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.